Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during closure of an orthopedic procedure, the suture was breaking when trying to close the loop. Another device was used. There was no patient injury.